Event description:
The customer reported the patient's lip was burned from the shaft of the device during an ent procedure. The burn was described as a small blister that was treated with bacitracin.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found no indication of thermal damage to the insulated tubing. The device was tested and found to have proper continuity. No conditions were identified that would have caused or contributed to the reported event.